Event description:
It was reported via phone call that the customer passed away. The customer was hospitalized on (B)(6) 2022. The customer had kidney issues and was not feeling well. Customer woke up on (B)(6) 2022 with blood glucose level of 54 mg/dl. Customer was treated with orange juice and glucose. Customer passed away on (B)(6) 2022. The caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The cause of death was unknown. Caller did not have the death certificate yet. Customer passed on (B)(6) 2022 in the early morning in the hospital. Customer had woken up on (B)(6) 2022 with a low blood glucose of 54mg/dl. She was treated with orange juice and glucose tablets. She was not feeling well so the paramedics were called. She was hospitalized on (B)(6) 2022 around 10am. She had some kidney issues and her blood was acidic. They put her on dialysis and she did not do well and went into a coma and was put on a ventilator. She was taken off the ventilator and passed away afterwards. It is unknown if the pump was used at the time of the incident on june 11th. It is unknown if sensor was used on june 11th. It is unknown if auto mode was used on june 11th. These devices were likely not used at passing as customer was on a ventilator.

Manufacturer narrative:
The customer passed away on (B)(6) 2022 (per ss event date). However, per customer's note: customer had low bgs, ems dispatched/ambulance and was hospitalized (due to kidney issues - customer was on dialysis, did not do well and went into a coma and was put on a ventilator) on (B)(6) 2022. Customer was taken off the ventilator and passed away on (B)(6) 2022. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged high bgs and was hospitalized (not related to diabetes) found on (B)(6) 2021. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged low reservoir anomaly, prime/fill anomaly and low bgs found on (B)(6) 2021. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged pump error 53 alarm and pump error 4 alarm found on (B)(6) 2021. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged pump error 53 alarm found on (B)(6) 2021. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged unexpected battery power loss found on (B)(6) 2021. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged pump error 53 alarm and pump error 4 alarm found on (B)(6) 2021. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. The pump primed properly. The pump was monitored and no pump error 53 alarm and pump error 4 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2021 to on (B)(6) 2022. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 03-feb-2021, 18-apr-2021, 01-may-2021, 27-jun-2021, 30-jul-2021 and 28-aug-2021. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 03-feb-2021, 18-apr-2021, 01-may-2021, 27-jun-2021, 30-jul-2021 and 28-aug-2021 in the formatted history file. There was no data available to verify pump error 53 alarm and pump error 4 alarm for the event dates of 27-jun-2021, 01-may-2021 and 03-feb-2021. In further full review of the pump history/traces on the ss event date of 11-jun-2022, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 11-jun-2022 listed on smart solve. Daily total collection start time: on (B)(6) 2022 00:00:00.000. Daily total of all insulin delivered: 83250 (8.325 u). Daily total of basal insulin delivered: 83250 (8.325 u). Daily total of bolus insulin delivered: 0 (0 u). In further full review of the pump history/traces on the customer's event date of 13-jun-2022, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 13-jun-2022 listed on smart solve. Daily total collection start time: on (B)(6) 2022 00:00:00.000. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date 11-jun-2022 and customer's event date 13-jun-2022 in the formatted history file.  Lost sensor 1 alert (780). On (B)(6) 2022 12:30:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (43 units). Several boluses were programmed and delivered. 23 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No unexpected error message, low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. There was no data available to verify power error 25 alarm, low battery alert, unexpected battery power loss, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of 18-apr-2021. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the ss event date 11-jun-2022 and customer's event date 13-jun-2022 listed on smart solve and the days prior to the event date. On (B)(6) 2022 daily total of all insulin delivered: 409000 (40.9 u). On (B)(6) 2022 daily total of all insulin delivered: 209000 (20.9 u). On (B)(6) 2022 daily total of all insulin delivered: 113250 (11.325 u). On (B)(6) 2022 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2022 daily total of all insulin delivered: 147000 (14.7 u). On (B)(6) 2022 daily total of all insulin delivered: 274000 (27.4 u). On (B)(6) 2022 daily total of all insulin delivered: 345000 (34.5 u). On (B)(6) 2022 daily total of all insulin delivered: 198000 (19.8 u). On (B)(6) 2022 daily total of all insulin delivered: 197000 (19.7 u). On (B)(6) 2022 daily total of all insulin delivered: 83250 (8.325 u). On (B)(6) 2022 daily total of all insulin delivered: 0 (0 u). On (B)(6) 2022 daily total of all insulin delivered: 0 (0 u). Unable to verify customer alleged for low bgs ang high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for low reservoir anomaly, prime/fill anomaly, pump error 53 alarm and pump error 4 alarm were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.